Manufacturer narrative:
The technician was unsure how the brake casters filed but the casters not holding was most likely contributed to age. The unit was delivered to the account in june of 2005 and there are no recorded brake caster replacements until this time. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake casters are swiveling while in brake mode. There was a patient in the bed when the malfunction was found. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).